Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Lot # is unknown.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient indicated that on (B)(6) 2012, she was hospitalized for dka. Her bg level upon admission to the hospital was in the '600 mg/d'¿ range. That day, the patient reportedly woke up at an unspecified time and noticed that the infusion set was not connected to the cartridge. She was unsure how long the tubing was not connected to the cartridge. The patient mentioned that she had changed out the cartridge, tubing, and site before bedtime on (B)(6) 2012. At that time, the patient did not recall having any difficulty connecting the cartridge to the tubing. She admitted that she might not have tightened the cartridge/tubing connection at the time. During the hospitalization, the patient was treated with an insulin drip. Her bg level was at '180 mg/dl' upon discharge from the hospital. During the hospitalization, the patient reportedly lost the cartridge cap. She was placed on injections. The patient denied observing any visible defects with the cartridge or tubing. She did not feel as though the products were defective. She did not have the products with her for review during the contact with anm on (B)(6) 2012. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for dka. However, at this time, it is unknown if a cartridge issue and/or use-error contributed to the patient's injury.